Event description:
It was reported that the patient came into the office for the first post-op device check and it was noted that post-pace t-wave oversensing (twos) was occurring, causing the bi-ventricular pacing to intermittently cease. It was also reported that there has been no intervention; however patient is scheduled for follow up. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.